Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. Additional information was requested but not provided. The device was being used after a carotid artery surgery. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. Additional information was requested but not provided. The device was being used after a carotid artery surgery. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the device for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, a kink was observed to be present on the delivery shaft 9 cm away from the distal delivery shaft end. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the device was received fully deployed with the window in the black/white/red transition. The cause of the reported event could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received with the window transitioned and the device fully deployed. There was a kink observed on the shaft. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It is possible that the kink reported caused difficulties with deployment. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.